Manufacturer narrative:
The alleged device was returned to conmed for evaluation. The device was examined and functionally tested in the laboratory; a visual inspection noted only a small bit of suction debris attached to the instrument tip. No eschar was observed indicating no tissue contact with the hot metal tip. A functional test was performed using a esu set at 250 watts. The handpiece was activated while the insulation was rotated while in contact with the steel return plate. No indication of arcing was observed. There have been no prior adverse events related to this product and failure mode. This failure mode is addressed in the risk document. At this time there is no reason to believe that anything associated with our manufacturing and/or design process caused or contributed to this complaint. (B)(4). The suction coagulator is used for coagulating tissue and removing fluid from the surgical site. Suction and coagulation can be performed independently or simultaneously. Maximum voltage is not to exceed 4.5 kv peak. Warnings: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not directly secure the cable with metal instruments to surgical drapes. Activation when in contact with metal instruments may cause burns at the tissue/instrument interface. To avoid burns never allow cable associated with this device to be in contact with skin of patient or touching operator. Do not test by sparking the active electrode to the patient plate or other objects. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. After activation in the suction coagulator may be hot and care should be taken to prevent accidental burns. Do not activate the electrosurgical unit if the tip of the instrument is not in a position to deliver energy to target tissue. Doing so may cause inadvertent burns to the patient. No device being returned.

Manufacturer narrative:
As of this filing, the investigation remains in process, a supplemental and final report will be filed upon the completion of the complaint investigation. Device was discarded at user facility.

Event description:
The facility reported that during a tonsillectomy and adenoidectomy procedure, multiple cautery devices were used in this case and when the drapes were removed, it was noticed that the patient had sustained little burns on both sides of her mouth. The burns were described as first and second degree burn and that antibiotic ointment was used to treat the burns. Received information indicated that it was not certain what device caused the burns so this device along with another cautery pencil from covidien was submitted as a complaint. The esu used was a force triad device with cut set at 1w and coag set at 20 w. The procedure was otherwise completed as planned. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.